Event description:
The customer reported that during a prostatectomy, the device jaws could not be re-opened. The site contact did not know if the device was applied to tissue when this occurred. There was no pt injury reported. The site contact was not able to provide additional details regarding the incident or device.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.